Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding patients receiving unknown medications via implantable pumps. Per the reporter, the nurse mentioned "there's been some issues with malfunctions" but did not provide further information. No patient symptoms, complications, or event dates were reported.